Event description:
It was reported that during a procedure to remove a lesion in a (B)(6) pediatric patient¿s throat, the distal tip of a lumenis fiberlase fiber broke off. Consequently, a portable x-ray was brought in to the or to radiographically locate and visualize the tip. The tip of the fiber was visualized by the surgeon, physically located and, extracted (via suction) from the patient without incident.

Manufacturer narrative:
Lumenis technical experts obtained the subject device fiber from the initial reporter. Following an evaluation of the reported event details and examination of the subject device fiber lumenis is unable to determine a cause for the event reported.

Manufacturer narrative:
Lumenis investigated the event report, contacting the treating physician and the lumenis representative who observed the case. Lumenis' discussion with the treating physician revealed the following facts: the patient is (B)(6) female who had tracheotomy since very early life secondary to prolonged intubation-induced subglottic stenosis. The patient was electively admitted for this bronchoscopic procedure in order to excise a collapsing granulation tissue above the tracheotomy level that caused certain degree of airway obstruction. For that purpose, the acupulse waveguide (wg) was used with power settings of 2-4 watts. Total procedure lasing time was approximately 5 minutes. The surgery was performed successfully but the fiber "broke" when it was re-inserted into the patient to resect another small piece of tissue after balloon dilation (when the fiber was removed and reinserted after the dilation). It took the team approx. 25 minutes to perform an intra-operative x-ray to locate and successfully extract the fiber tip. The patient was determined to be stable, but 24-hours post procedure was admitted for additional 3 days due to diagnosis of pneumonia. The physician does not indicate a causal relationship between the removal of the broken fiber tip and the subsequent sequela of pneumonia, but it cannot be ruled out. The subject device fiber was returned to lumenis manufacturing facility in (B)(4) for examination and determination of root cause. Presently, the RMA product investigation remains "in-process". Lumenis will file a follow-up MDR as soon as the examination of the fiber is complete or within 30-days.